Manufacturer narrative:
During service and repair the e360 ventilator did not generate an audible alarm or alert. Additional information is pending completion of evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the ventilator would not generate an audible alarm or alert. There was no patient involvement with the reported event.